Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data and accuracy testing for alinity I stat high sensitive troponin-I reagent lot 57106ud01. The ticket search determined that there is as expected complaint activity for the likely cause lot. A review of tracking and trending data did not identify any related trends for the product for the issue. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. Historical performance of the alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered via abbottlink from customers worldwide. The median value of the patient population for the complaint lot 57106ud01 is within the established limits and comparable to historical reagent lot performance. All field data demonstrating that the lot is performing as expected. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I stat high sensitive troponin-I reagent lot 57106ud01.

Event description:
The customer observed imprecise alinity I stat high sensitive troponin-I results on one 35yrs old female patient that negative on roche platform. The results provided were: sid (B)(6) initial=7.226 ng/ml /repeated=0.352 ng/ml /repeated=0.00 ng/ml /edta tube drawn at same time=0.00 ng/ml /on roche platform=0.012 ng/ml. Laboratory reference range = 0.0 to 0.016 ng/ml. The customer reported the result of 0.352 ng/ml which is more consistent with clinical picture. The patient had pain symptoms and an abnormal electrocardiogram. The patient has been hospitalized for treatment due to patient clinical condition. The specific treatments were unknown. No harm to patient. No further impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed imprecise alinity I stat high sensitive troponin-I results on one 35yrs old female patient that negative on roche platform. The results provided were: sid (B)(6) initial=7.226 ng/ml /repeated=0.352 ng/ml /repeated=0.00 ng/ml /edta tube drawn at same time=0.00 ng/ml /on roche platform=0.012 ng/ml laboratory reference range = 0.0 to 0.016 ng/ml the customer reported the result of 0.352 ng/ml which is more consistent with clinical picture. The patient had pain symptoms and an abnormal electrocardiogram. The patient has been hospitalized for treatment due to patient clinical condition. The specific treatments were unknown. No harm to patient. No further impact to patient management.